Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid dialysate. The cause of and the treatment for the event were not reported. On the same day as the onset date, the patient was hospitalized via emergency room. At the time of this report, the patient has recovered from the event. On an unknown date, pd therapy was discontinued. No additional information is available as the reporter declined follow up.